Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited distal fiber breakage, chipped meniscus, damaged lg cover glass, minor cracks on side of vc, image out of field view and light transmission failed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found distal fiber breakage, chipped meniscus, damaged lg cover glass, minor cracks on side of vc, image out of field view and light transmission failed. Based on the results of the investigation, it is likely, that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.